Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Device passed flow rate accuracy test . A review of the event history log revealed on the last day of customer use, (B)(6) 2024. The last infusion programmed was normal saline 0.9% at a rate of 100 ml.hr and vtbi of 50 ml. The infusion ran to completion and the user stopped the pump, unloaded and reloaded the set. The user increased the rate to 256 ml/hr and updated the vtbi to 200 ml, and resumed the pump but experienced an "air-in-line!" Alarm in the same timestamp. The user cleared the alarm and resumed the pump. After 2 minutes, the user experienced an "upstream occlusion!" Alarm. The infusion was not resumed. The infusion in question is unknown, however no abnormalities were noted in the history log. Details about the infusion and pump set up are unknown. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.ni.